Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01dyk, implanted: (B)(6) 2012 , explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Patient was experiencing overstimulation during programming changes, amplitude adjustments and positional changes. She kept the stimulator on during her pregnancy. Shortly after the baby was born, 6-12 weeks, she felt her first "shock." Reprogramming, impedance testing and turning the device off for a period of time we're all tried. The shocking sensation only increased in both frequency and severity. Both the lead and battery were replaced. The issue was resolved at the time of this call. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) revealed the implantable neurostimulator was functioning okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.